Event description:
(B)(6) received information that approximately 3 weeks following the implant an unspecified permanent pacemaker, the patient developed intense chest and shoulder pain. Diagnostic tests were performed and demonstrated pre-tamponade with significant compression of the right atrium and confirmed a perforation of the right ventricle extending from the ventricular apex to the pericardium. As reported, the boston scientific pacemaker electrode had caused the perforation. Hospitalization was required. Further surgical procedures included a pericardial puncture with drainage of 400cc of blood, replacement of the unspecified pacemaker unit, lead, and addition of a right ventricular lead. One day later, a transthoracic echocardiogram was performed with no sign of tamponade or compression on the heart. Blood transfusions were required. The patient remained hospitalized. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).